Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative and postoperative bone fracture and/or postoperative pain." This report is number 6 of 6 mdrs filed for the same event (reference 1825034-2014-00640 / 00644 & 07498).

Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 allegedly due to a nickel, cobalt and titanium allergy, pain, immobility, swelling, psoriasis and lung infection. The modular head was removed and replaced. Patient further alleges currently experiencing pain, immobility and declining health. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.